Event description:
Pt undergoing hemodialysis. Model 4000 dialyzer being used. One hr into the procedure, filter showed a small blood leak and was changed to a model 170 dialyzer and procedure completed uneventfully. Hrs later, pt became symptomatic, complaining of eyes burning, loss of vision, headache, loss of hearing, lethargy, weakness and other problems. Problems continue to some degree.